Manufacturer narrative:
(B)(4).

Event description:
It was reported that I have no (B)(6) data with my dexcom since I have had it occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage check was performed and passed. Pairing with (B)(6) bluetooth device was performed and passed. A review of the data share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause of the signal loss could not be determined. The reported event of a I have no (B)(6) data with my dexcom since I have had it is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.